Manufacturer narrative:
Lot number: this info was not provided during initial report. Additional info has been requested. Device was not explanted. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.

Event description:
A (B) (6) male pt, status post snyex ii and pedicle screw/rod placement for initial injury of two story fall, has experienced anterior synex ii migration and posterior displacement/pullout of two pedicle screws (l5 right and left) shown on x-ray. The synex ii cage did not collapse, it moved sideways and subsided. Surgeon left synex ii in place. Surgeon revised the screws and compressed around the synex ii cage for stabilization 4.1.10. Anterior revision was not required. This is the 3rd of 3 reports submitted on this event.